Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to "improper use - device interface". The patient reported having a spasm while watching television. The patient was not wearing a positional belt as required when occupying the wheelchair. This event caused the patient to lose position in the seat and slide off the front of the wheelchair sustaining injury. The patient failed to follow instruction by not wearing the positioning belt as stated in the owner's manual. In the initial report the patient stated that the cause was related to the seat having 1-inch of anterior tilt. The wheelchair was evaluated and originally programmed for 17.5-inch seat to floor height (stfh) and 0 degrees of anterior tilt. The dealer tech (also complainant) measured the stfh around 17-inches, putting the anterior tilt a half inch below the original programmed setting. The device was suspect of having been reprogrammed by the dealership after distribution. The programmed values were reset to the factory default with no anterior tilt, placing the seat at a final forward position of zero degrees. The wheelchair was tested and returned to the patient operating according to specification. Permobil believes this event would not have occurred if the patient was wearing a positional belt as required. Therefore, the patient was instructed to always wear a positional belt when using the wheelchair. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
Patient reported watching television when he lost his position in the seating and slid forward out of the wheelchair. Patient states that the seat is 1-inch lower in the front. Patient broke his left leg during this event. Patient was not wearing a positional belt. Exact date of event is unknown, complainant reported 2-3 weeks ago.